Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed that the last basal delivery and last bolus were recorded on (B)(6) 2014. On (B)(6) 2014, an alarm for occlusion during prime was observed. Due to the alarm, deliveries were interrupted for 4 hours and 54 minutes. A review of the total daily doses showed that they added up to correctly reflect the user¿s programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within specifications. The complaint was unable to be duplicated. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Additionally, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the patient¿s blood glucose levels were below 70 mg/dl but above 40 mg/dl, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.